Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a ruby coil for a coil embolization procedure, the radiologic technologist inadvertently bent the ruby coil pusher assembly while removing the coil from its dispenser hoop. The pusher assembly became bent prior to use and therefore, the ruby coil was not used for the procedure. The procedure was successfully completed using a new ruby coil.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received by the penumbra sales representative indicated that the device was disposed of by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.